Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hypertension and generalized weakness. It was also reported that the right ventricular (rv) lead exhibited loss of capture on the current electrogram (egm). The lead remains in use. No further patient complications have been reported as a result of this event.